Event description:
It was reported that a malfunction occurred on a pump. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer planned to use multiple daily injections (mdi) as a backup therapy and was sent a replacement pump by technical support, who also provided instructions for returning the faulty pump and putting it into storage mode.